Event description:
Related manufacturer report number: 2017865-2018-03391. During a device replacement procedure, the set screw on the header of the device could not be loosened. Excessive force was used to loosen the set screw and the device was replaced. After the device was replaced, the right ventricular (rv) lead was tested with a pacing system analyzer and it was noted that the impedance was low. It was suspected that the decrease in impedance was due to the excessive force that was used to remove the set screw from the device header. The rv lead was capped and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported complaint of the inability to loosen the set screw was confirmed. As-received device was operating at eri level, missing ra setscrew and both septum. Visual inspection of header found that ra set screw and septum were missing. Rv septum was missing and set screw was filled with debris and top was stripped. It was also noted that top of the rv set screw had some blood and pieces of septum in it. Mechanical testing of the ra and rv channels did not find any anomalies with the device. Once ra set screw was replaced and debris from rv set screw was removed functional testing was performed and did not find any anomalies, other than battery being in eri range of operation due to normal usage. Stripping of the top of the ventricular set screw is related to user error due to finding of blood and septum material inside.